Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgery performed in order to remove essure") in a female patient who had essure inserted. The patient's past medical history included gravida and parity 4. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and uterus were removed). Essure was removed in (B)(6) 2017. In (B)(6) 2017, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-jan-2018 for the following meddra pt: medical device removal: n° 731 cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 8-jan-2018: despite follow-up attempts, no further information could be obtained incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgery performed in order to remove essure") in a female patient who received essure. The patient's past medical history included gravida and multiparous. On an unknown date, the patient started essure. In (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (fallopian tubes and uterus were removed ). In (B)(6) 2017, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and surgery was performed in order to remove essure (seen as medical device removal). The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, fallopian tubes and uterus were removed, no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. The product technical analysis and further information has been sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-mar-2017: quality safety evaluation of ptc. Nca number provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and surgery was performed in order to remove essure (seen as medical device removal). The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, fallopian tubes and uterus were removed, no exact reason for device removal was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded and since essure removal was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been sought.